Event description:
Same patient as: 2134265-2012-00547. It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infarction. Details of the lesion are unknown. During the index, the physician implanted two taxus liberte atom stent (2.25x16mm, 2.27x26mm). It was noted that recurrent ischemic symptoms occurred last 10 minutes or more. Cardiac enzymes were performed. In (B)(6) and (B)(6) of 2011, the patient experienced myocardial infarction. In (B)(6) 2011, repeat angiography was performed as a result of this event. Additional information has been request and is not available.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).